Event description:
It was reported that the patient lost stimulation coverage due to high impedances noted on the leads. Reprogramming was performed and was successful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred last couple of months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7075487.